Event description:
It was reported that a pump malfunction occurred with a displayed malf 16 error code. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer agreed to store the faulty pump and send it back using a provided return label. Technical support confirmed the shipping details and explained the steps for receiving and setting up the replacement pump, which was sent out to the customer. The customer acknowledged the instructions and will consult their healthcare provider for backup insulin therapy.